Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and it ¿stopped giving relief.¿ it was noted that the timeframe was unknown. The reporter noted that the leads had been removed but it was unknown when and the patient did not recall. It was noted that only the implantable neurostimulator (ins) was implanted. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.